Event description:
During deployment attempt there was extreme deployment friction. The stent was not deployed in the planned location (2.5 cm off). A 10mm x 60mm stent was placed overlapping the 10mm x 80mm stent graft.